Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke and that a patient care alert/incident/safety report was internally generated to document this event. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing broke with a secondary set y'd into the connection port nearest the patient and that a patient care alert/incident/safety report was internally generated to document this event. There was no report of patient harm.

Event description:
The customer reported that the tubing broke with a secondary set y'd into the connection port nearest the patient and that a patient care alert/incident/safety report was internally generated to document this event. There was no report of patient harm. The customer reported that when the nurse was removing the IV tubing from the pump, the tubing separated near the blue safety clamp and caused ivig blood products to leak and spray into the nurse's face and eyes. Due to the event the nurse had to go through the "blood product exposure process", however, occupational health determined that no blood work or prescribed medications were necessary due to the product being sterilized. The nurse states that her left eye remains irritated and itchy and she is planning to make an eye doctor appointment. There was no patient harm.